Manufacturer narrative:
Continuation of concomitant products: product ID: 24950jlq, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller had question regarding the no telemetry. It was verified that transmission was unsuccessful. The caller was referred to the clinic to have the device check. The remote monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.